Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated this unit and was unable to reproduce the reported loss of electrocardiogram (EKG) signal issue. The stm utilized trainer and patient simulator to verify wave forms. The stm tested with customer¿s leads and inspected the unit. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was not reading electrocardiogram (ECG). There was no patient harm and no adverse event was reported.